Event description:
It is reported that the physician intended to use a resolute integrity drug eluting stent during procedure. It is reported that the intended lesion exhibited positive calcification, high grade stenosis and tortuosity. The intended lesion was pre-dilated prior to attempted delivery of the stent. The device was inspected prior to use with no issues noted. Resistance was encountered in advancing the device and moderate force was used. The stent is reported to have dislodged from the balloon catheter before deployment of the stent, in the left main trunk/left circumflex. The stent delivery balloon catheter was not used. Multiple snares were used and balloon inflation retrieval in an attempt to remove the device. The dislodged stent was unable to be retrieved and was left in the patient body un-deployed. The procedure was unsuccessful. It is reported that the patient expired two weeks post discharge. Cause of death is not provided. The cause of death is reported to be unrelated to the alleged device.

Manufacturer narrative:
Date of death is approximate; it is reported the patient expired two weeks post discharge. Evaluation codes, results: inherent risk of procedure (stent embolization, death) patients condition affected the effectiveness of the device (lesion morphology - positive calcification, high grade stenosis and tortuosity) none (no device received for evaluation) no results available since no evaluation was performed (device or procedural notes not returned for evaluation) evaluation codes, conclusions: known inherent risk of procedure (stent embolization, death) device failure related to patient condition (lesion morphology - positive calcification, high grade stenosis and tortuosity) unable to confirm complaint (device or procedural notes not returned for evaluation) device not returned (B)(4).